Event description:
It was reported that insufficient suction occurred. The target lesion area was located in the coronary artery. A spiroflex angiojet thrombectomy set was selected for use in a coronary artery catheterization. During the procedure, it was noted that the suction felt weak and there was some saline noticed outside the pump. The catheter and the console have no visible damages. The procedure was completed with another of same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was return for analysis. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. When received the waste bag was still new as it was not used and still folded up. Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of attempting to prime the device; however, the device got the 'check saline error' and the boot filled with fluid. The under-pressure was overridden and the pump never leaked but the device leaked from a severe kink in the shaft. The device was removed from the console and the shaft was inspected. It was found that there were two holes in the shaft at severe kinks 13.5cm and 13.75cm distal of the strain relief. The hypotube was checked at the kinked area with the holes. It was found that the hypotube was kinked so severely that it was cracked 13.75cm from the strain relief. The confirmed holes in the shaft would have caused the device to have a weak suction and the reported fluid outside the pump most likely was from the device trying to prime, causing the boot to fill up and escape through the vent hole into the console.

Event description:
It was reported that insufficient suction occurred. The target lesion area was located in the coronary artery. A spiroflex angiojet thrombectomy set was selected for use in a coronary artery catheterization. During the procedure, it was noted that the suction felt weak and there was some saline noticed outside the pump. The catheter and the console have no visible damages. The procedure was completed with another of same device. No complications were reported, and the patient was stable.